Event description:
Country of complaint: (B)(6). Used for septoplasty, the thread did not dissolve. The wires had to be removed from the nose at 6 weeks.

Manufacturer narrative:
Mfg site eval: eval on-going.